Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female underwent a primary breast augmentation with a mentor memorygel breast implant 550cc and experienced baker grade IV capsular contracture on the right side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Correction: is this a product problem and was intervention required should have been checked yes. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 9/25/2019, mentor became aware that the patient also experienced rupture on the right side and underwent device removal on (B)(6) 2019. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/20/2019, the photo investigation was completed. Photo investigation summary: upon visual inspection of the pictures, it was observed that the implant was rupture. No other anomalies were observed. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).